Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a routine device replacement, there were externalized conductors noted via diagnostic imaging on the right ventricular (rv) lead. The lead electrical parameters were all normal, so the lead was left implanted. The patient was stable with no consequences.